Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed motor error and external flash error. Customer also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose level at the time of the incident was not included in the report. Customer reported that the insulin pump has a blank display. Product is not being returned or replaced.